Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021.

Event description:
The customer reported blower temperature high error code. There was no patient involvement. The customer spoke with a remote service engineer (rse) and confirmed the air inlet filter is clean and the cooling fan is running. The biomed has ran the ventilator for 24 hours and was unable to reproduce the error. The rse sent the customer the current version of the service manual. The customer requested the case to be closed.